Event description:
The reporter stated that the surgeon was inserting a aa4203tf toric single piece silicone lens and the lens tore. The surgeon removed the lens without enlarging the incision and put in another mode lens. No pt injury.

Manufacturer narrative:
H6: a visual inspection of the returned product shows the lens is torn in half from one plate haptic to the other plate haptic which is torn off completely & missing. There is clear surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.